Event description:
Additional information: it was reported on that the patient had mild deficits, if any. The patient¿s lactate dehydrogenase (ldh) was also elevated in the 700s u/l, but ldh was back down closer to baseline the morning of (B)(6) 2019.

Manufacturer narrative:
The referenced bleed that occurred on (B)(6) 2018 was reported on medwatch MFR report #2916596-2018-02457. Approximate age of device- 11 months. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient has been off anticoagulation medication since (B)(6) 2018 due to a major gastrointestinal bleed. On (B)(6) 2019, the patient presented to the emergency department for evaluation of ataxia, dizziness and horizontal diplopia. The patient reported having experienced these symptoms for two days prior and stated although the symptoms had gotten better since their initial onset they had not resolved. A head CT performed on (B)(6) 2019 was remarkable for new bilateral cerebellar changes and a cta of head and neck showed mild atherosclerotic changes. An additional non-contrast head CT performed on (B)(6) 2019 showed chronic cerebellar changes and chronic left occipital infarcts. The patient was started on low intensity heparin on (B)(6) 2019 and warfarin was started on (B)(6) 2019 with the goal of reducing inr. As of (B)(6) 2019, the patient remained on heparin gtt, awaiting inr to become therapeutic with warfarin for discharge home vs. Rehab. No further information was provided.